Manufacturer narrative:
Pump received unexpected battery power loss anomaly during test due to corroded battery tube and corroded battery spring contact. Unable to perform the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime/compromised force sensor alert system and excessive no delivery test due to corroded battery tube and corroded battery spring contact.

Event description:
Customer reported via phone call that the insulin pump had low battery alarm. Customer blood glucose level was 120 mg/dl. The device will be returned for analysis.